Manufacturer narrative:
The root cause of the reported thread damage was not determined. Given that this is the first report of damaged threads on the slap hammer which was released for commercial use since 2019: the probable root cause for this incident is improper handling or use of the surgical instrument. The possibility of the surgeon cross-threading the slap hammer with an incompatible thread intraoperatively could not be ruled out.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 63-year-old female patient with an eleos hinge knee replacement in the right-side knee underwent a revision surgery on (B)(6) 2024 due to a fracture of the lateral condyle which was sustained when the patient reportedly fell down the stairs. The femoral stem was unable to be extracted by doctor salaam due to thread damage on the slap hammer instrument. The patient's distal femur was therefore resected more than initially planned to remove the incarcerated stem; this issue resulted in a 1-hour extension of the surgery.